Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise and pacing inhibition during an ablation procedure. This crt-d remains in service. No adverse patient effects were reported.